Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed errors 68 & 121 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on 05/20/2016. The complaint of an error icon was not confirmed. A root cause could not be determined.